Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2016-00251. It was reported the patient suffered several falls at the beginning of this year sustaining injuries to multiple areas of her body. Reportedly, the patient is experiencing pain radiating down her legs (described by the patient as overstimulation, tingling and heating at the pocket site) when the system is in use. Visual inspection of the terminal ends of the lead shows a slight lead pull-out of the header. The patient was advised to discontinue use of the scs system during that time. Surgical intervention may be undertaken as the next course of action to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2016-00251. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the ipg was explanted and replaced with a new model. Postoperative testing revealed normal impedance measurements and effective stimulation. The issue is resolved.